Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (fph) service centre in (B)(6) where it was inspected by a trained fph service engineer. Our investigation is based on the service report provided by the fph service engineer. Result: visual inspection revealed that the tube connecting the gas inlet to the manometer had detached from the manometer. Conclusion: we could not conclusively determine what had caused the tube to detach, as the subject neopuff had been in service for around 3 years. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The subject neopuff was repaired at our USA service centre and returned to the customer after passing the performance checks specified in the neopuff technical manual.

Event description:
A hospital in (B)(6) reported that the rd900 neopuff infant resuscitator was leaking internally and not building pressure. Service was requested. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fph in (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in ohio reported that the rd900 neopuff infant resuscitator was leaking internally and not building pressure. Service was requested. There was no patient involvement.